Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os). The lens was implanted on (B)(6) 2013. The patient reported halos at night. The icl remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens implanted.

Event description:
Additional information received - the reporter indicated at the last post-op visit on (B)(6) 2013, the event was resolved. The patients va post-op was 20/20.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly the patient was experiencing subjective visual disturbances ("halos at night") following icl implantation eight months ago. Lens remains implanted. No report of any surgically or medically intervention performed or planned. No information from the implanting surgeon was obtained despite multiple attempts. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device." It further precautions that "the effect of pupil size on visual symptoms is not known." The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms." Reassessment will be performed when (if) additional information is received from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).